Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to monitor a 73-year-old female patient, the device's display showed lines and was not legible. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. During disassembly of the device to determine root cause, the technician observed external damage consistant with mis-handling. The lcd display was replaced. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.